Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. The customer experienced an elevated blood glucose level of 300 mg/dl with large ketones. The customer does not have alternate insulin therapy available and will contact a health care provider. The customer declined follow up from tandem technical support.